Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed and staff check the maj-1933 digital light source cable and reseat it, followed by a full tower restart. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had color bars was displaying on monitor. The event had occurred during colonoscopy therapeutic procedure. There were no reports of patient harm.